Event description:
Following deployment of the stent in the bila duct using a cook wire guide the physician intended to remove the delivery system. However, the tip of the delivery system was caught on the distal end of the stent. Stronger pull of the delivery system resulted in separation of the catheter tip at approximately 10cm proximals to the distal end of the introducer catheter, which remained in the bile duct.